Event description:
It was reported that when the device was used during an unknown procedure, the device did not completely cut through the donuts at firing. Another device was used to complete the case. There was no consequence to the pt.